Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: the exeter stem is broken through the prehension hole. There is a deep mark on the inner side of the shoulder that must have been done during the explantation of the devices. The femoral head is still attached to the trunnion. There are also marks of fretting corrosion on the distal part of the stem. The material analysis report concluded: the exeter stem fractured in fatigue with the origin on the inner wall of the superior prehension hole. There was evidence of material damage likely due to cement mantle break-down on the stem unrelated to the fracture. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the part features examined. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of this event could not be determined, insufficient information was provided. There is no evidence that the event was manufacturing or material related. Further information such as x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
This pi is being generated with minimal information, further information has been requested - the sales rep, has reported that a patient has undergone a revision due to an alleged exeter stem fracture. The sales rep has reported that the patient was allegedly walking when he heard the stem fracture. The sales rep has reported that when the patient arrived at hospital it was determined by x-ray/MRI that the stem had reportedly fractured at the neck. The sales rep has reported that stem was a revision of a primary stem. Further details have been requested from the sales rep who will follow up with the customer on 15/12/2014.

Event description:
This pi is being generated with minimal information, further information has been requested - the sales rep, has reported that a patient has undergone a revision due to an alleged exeter stem fracture. The sales rep has reported that the patient was allegedly walking when he heard the stem fracture. The sales rep has reported that when the patient arrived at hospital it was determined by x-ray/MRI that the stem had reportedly fractured at the neck. The sales rep has reported that stem was a revision of a primary stem. Further details have been requested from the sales rep who will follow up with the customer on (B)(6) 2014.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown exeter stem, size 44 offset 0. Additional information has been requested and if received, will be provided in the supplemental report.